Event description:
St jude implanted leads from 2008. Hcp states the rv threshold has been chronically high, and ra impedances are known to be low. Also noted atrial output was previously 1.5@0.4, and is now adapted to 5@1.0. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).